Event description:
Customer reported that insulin is squirting out during the manual prime process. Customer states he is disconnected. Customer instructed to hold down the act button and customer stated numbers appeared on the display. Customer states that numbers appeared on the screen. Customer also stated that when piston reaches the reservoir; insulin drips and no numbers show on the screen. Blood glucose level 128 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime due to a faulty force sensor resistor. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.